Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by connection issue. A field service engineer discovered that the ethernet cable was disconnected from the network port. The engineer reconnected the ethernet cable to the port to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was offline in rss and the healthsite viewer indicates it was upload stopped mode. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.